Event description:
Customer reported to beckman coulter, inc. (Bec) that liquid started to leak from the 10 psi regulator of the unicel dxc 600 synchron system and that there was a hissing sound. Customer reported that the analyzer was running sample and the tests did not get completed. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. When bec field service engineer (fse) visited customer's site, customer reported the float switch was getting hung up on internal tubing in the waste canister. The fse replaced the tubing and primed the instrument 20 times and did not notice any further problem.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).